Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between october 24, 2013 - october 25, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The patient estimated that approximately 15% of the volume was infused after seven days. Expected rate of infusion is unknown. The device was filled with fluorouracil. The patient's pic line was checked and found to be fine. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.